Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a shock and presented due to chest pain. An x-ray was performed which showed fluid around the patient's heart and a right ventricle (rv) perforation. Loss of capture at maximum outputs was also observed on the rv lead. Further review noted that after implant, this lead exhibited 1000-1100 ohms for pace impedances, but in mid-november, the impedances dropped to 300-400 ohms. Tachy therapy was programmed off until the rv lead could be revised. The patient was admitted at that time. The following day, the patient underwent a sternotomy. Once the chest was opened, the physician saw the rv lead had perforated 1.5 inches through the heart wall. The area was cleaned, the hole was closed, and the lead was repositioned. The revision was successful and during post-operation, all measurements were stable. No additional adverse patient effects were reported.